Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? Was it directly on the lumbar, the skin? 7. How much surgicel was used during the procedure? 8. How much surgiflo was used during the procedure? 9. Was the surgicel product left in place? Was the excess removed? 10. Was surgiflo removed or left in the patient after hemostasis was achieved? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Were cultures performed? If yes, results? 13. Has any surgical or medical intervention been performed? 14. What is the surgeon¿s opinion of why an infection occurred on day 10? 15. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative infection? 16. When within the procedure was surgiflo used? 17. What layer of tissue was the surgiflo used on? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel powder and other hemostatic agents? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar decompression, bone grafting, and internal fixation procedure for lumbar spinal stenosis on (B)(6) 2024 and absorbable hemostat was used. On the 10th day after surgery, a lumbar incision infection occurred. On the 12th day after surgery, they performed a lumbar posterior incision exploration, debridement, and suture surgery. Then the doctor gave antibiotic treatment and the patient was discharged after recovery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? The patient underwent posterior lumbar decompression, fusion and internal fixation on (B)(6) 2024 due to lumbar spinal stenosis. Subsequently, lumbar incision infection occurred on (B)(6) 2024. On (B)(6) 2024, exploratory debridement and sewing of posterior lumbar incision was performed. The patient was then treated with antibiotics and discharged with cure. 2. Was there any intraoperative concurrent use of other products? Boneng hua spine reduction and internal fixation system; hubei bone allograft; johnson & johnson surgicel and surgiflo; boneng hua fusion cage. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?--hemostasis of muscle and other tissues 4. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically?--intraoperative deep hemostasis 5. Where was the surgicel used (on what tissue)? Was it directly on the lumbar, the skin? --muscle and other tissues 6. What were current symptoms following the index surgical procedure? Onset date?--lumbar incision infection occurred on 2024.1.14. 7. Has any surgical or medical intervention been performed?-on january 16, 2024, exploratory debridement and sewing of posterior lumbar incision was performed. 8. What is the surgeon¿s opinion of why an infection occurred on day 10?--poor patient resistance 9. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative infection?--no 10. When within the procedure was surgiflo used?---intraoperative deep hemostasis 11. What is the patient¿s current status?--discharged with cure. 12. What is the users experience w/ surgicel powder and other hemostatic agents?--normal the following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. How much surgicel was used during the procedure? 3. How much surgiflo was used during the procedure? 4. Was the surgicel product left in place? Was the excess removed? 5. Was surgiflo removed or left in the patient after hemostasis was achieved? 6. Were cultures performed? If yes, results? 7. What layer of tissue was the surgiflo used on? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.